Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Conclusion and justification status: as there were no products returned and no lot numbers received, no investigation could take place and a review of the manufacturing records could not be conducted.the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database.should additional information be received then the complaint shall be investigated further.depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
We receive this report from our legal dept. The patient was implanted with an unknown model of proxima device on (B)(4) 2007. The patient was told that he had to be revised because (literally) the devices implanted were toxic. Also, in the report the lawyer reported that likewise asr case, the cr-co resulted in the patient blood as per blood test performed on (B)(4) 2012. On (B)(4) 2014, (B)(4) have confirmed the product is an asr product.

Event description:
The patient was told that he had to be revised the cr-co resulted in the patient blood

Event description:
Claim letter alleges patient is a deceased from pancreatic neoplasm. On (B)(6)2017 he was diagnosed to have a pancreatic tumor. (B)(6)2017 diagnosed metastasis stage IV pancreatic neoplasm; ascites and severe pyoric obstruction. It also allege that tumor was link to prolonged exposure to elevated metal ions from implantation of the proxima prosthetic hip.prior to his death alleges elevated metal ions then developed pancreatic neoplasm. There were systemic effect from metal products that cause organ toxicity, carcinogensis and teratogenesis, deposit of metal particles in the ns, organ and blood circulation and accumulation of metal ions with kidney failure. Due to toxicity caused by the release of metal particles patient developed neoplasm. The clients heirs are demanding full compensation for the damages suffered from the death.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.